Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported power off while in use. However, analysis noted the epg failed incoming functional testing and the display had a dimmed section. The epg was calibrated and the display was replaced. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turned off by itself while it was being used on a patient. A different epg was successfully used with the patient. The epg is expected to be returned for repair. No additional patient complications have been reported as a result of this event. It was further reported that the epg was returned for service.